Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery. Pre-dilatation was performed with two non-abbott balloon catheters. A 2.75 x 28 mm xience xpedition stent delivery system (sds) was advanced to the lesion but could not cross. The sds was removed and a 2.5 x 18 mm xience xpedition was advanced and the shaft kinked due to the lesion and the proximal shaft separated outside the anatomy. A non-abbott catheter was advanced and it also could not cross. A rotoblator was used and a 2.75 x 18 mm xience was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The kink was unable to be confirmed however it is likely the shaft separated at the kinked location. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.